Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the subject flow diverting stent was implanted in the aneurysm at left internal carotid artery - ophthalmic c6 segment. The subject flow diverting stent completely covered the aneurysm neck but it did not fully deploy against vessel wall and did not deploy in the cavernous segment of the carotid. No additional information available.

Event description:
It was reported that the subject flow diverting stent was implanted in the aneurysm at left internal carotid artery - ophthalmic c6 segment. The subject flow diverting stent completely covered the aneurysm neck but it did not fully deploy against vessel wall and did not deploy in the cavernous segment of the carotid. No additional information available.

Manufacturer narrative:
H4 manufacturing date: added. D4 expiration date: added. D4# lot- corrected. Due to the automated (manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent failed/unable to open¿.

Manufacturer narrative:
Due to the automated (manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent failed/unable to open¿. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the as reported 'patient stroke'.

Event description:
It was reported that the subject flow diverting stent was implanted in the aneurysm at left internal carotid artery - ophthalmic c6 segment. The subject flow diverting stent completely covered the aneurysm neck but it did not fully deploy against vessel wall and did not deploy in the cavernous segment of the carotid. No additional information available. Update: additional information received on 10-jul-2023 stated that two days after the procedure on 08-dec-2021 the patient had apraxia (apraxia upper right arm), cec (clinical events committee) adjudicated as minor ipsilateral ischemic stroke. The adverse event outcome was reported to be resolved/recovered on the same day (08-dec-2021) without treatment. The reported event has a possible relationship per site and a causal relationship per cec to the procedure, and a possible relationship to the subject device, other stryker device(s) and to dapt (dual anti-platelet therapy) per cec. Imaging revealed left temporo-occipital punctiform diffusion hypersignal, in flair hypersignal in relationship with a recent established ischemic sequela that cannot explain the symptoms. Metallic artifacts due to the stent in the left carotid end which is not interpretable. Good patency of the left internal carotid artery and its branches without slowing down. No additional information available.